Event description:
Initial ((B)(6) 2024): this reportable medical device incident was received via email in reference to compound w nitrofreeze. The consumer used compound w nitrofreeze for the first time with intention to treat a plantar wart. After rotating the device until it clicked, as the product leaflet indicates, while still in the consumer's hand the product fell apart. While the consumer attempted to put the product back together, it began to release all of its content and explode in the consumer's hands. The consumer experienced hand pain. Additional information was requested from the consumer with three follow up attempts made and no response. The case outcome is unknown meddra version 26.1 expectedness: device expulsion: unexpected pain: expected accidental exposure to product according to the company reference safety information